Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No corrective action exists for this complaint issue. A complaint query was generated from the date range of (B)(6) 2014 to (B)(6) 2015 and the results of the query identified a total of 34 complaints for the product reported. As a result there were (B)(4) complaints associated with icc code# (B)(4) and no conclusion could be determined. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports after trying samples in (B)(6) 2014 he removed the pouch after 3 to 4 days wear and his skin was bleeding and raw from under the mass and tape collar. He states the device was difficult to remove. He did use sensicare spray releaser at that time. He also reports using nystatin powder to clear up skin, which was not prescribed for the event. He states his skin has healed and he resumed used of his coloplast pouch and has not had an issue since.